Event description:
Pt status post prodisc-c implantation on (B)(6) 2011 level c5-6 pt returned to surgeon complaining of pain. An x-ray showed the superior end plate subsided into the vertebral body. Pt was returned to operating room on (B)(6) 2011 and the pdc was removed. Surgeon noted the prodisc-c had been implanted next to a prestige disc replacement.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.